Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 49 mg/dl at 10am. The customer's blood glucose reading went up to 86 mg/dl when she was at school. The mother did not speak with her daughter since morning. The customer had a lot of low readings at night and will go to health care provider tomorrow. The customer was advised to call back to troubleshoot for low readings.